Event description:
It was reported, the gastrointestinal videoscope tissue glue clogged the channel. The issue occurred during reprocessing. The procedure was a gastroscopy. The patient was not under anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found the channel port at the distal end was clogged by crystals and was removed, the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reported event was found during reprocessing after a diagnostic gastroscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10, e1 and h6 (medical device problem). Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the white-crystal foreign material that had been residing in biopsy channel could not be determined. There was no damage to the area where the foreign material was detected. The legal manufacture confirmed reprocessing was conducted in accordance with the instructions for use (IFU) for the area foreign material remained. Therefore, the root cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.